Manufacturer narrative:
(B)(4). Any additional information received will be included in a follow up report. (B)(4). Per service record, third party service technician was able to determine that power board fuse was blown. Unit was not showing charge but was able to come on with battery after replacing power board and charging unit. Service technician confirmed issue was due to bad power board and replaced bad power board. The third party service technician has reported that the component is not available for return to the manufacturer for further investigation.

Event description:
Customer reported model lap top ventilator 950 not holding charge. Upon further investigation, customer reported no patient involvement.